Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device was selected to be used. During the procedure, a small pericardial effusion was noted per cardiac anesthesia post-closure device release. Protamine was administrated and the physician waited ten (10) minutes to re-check. The pericardial effusion was stable, and the patient was transferred to the holding area. A repeat transthoracic echocardiography (tte) was performed in the afternoon, and the effusion was stable. On (B)(6) 2025, a pericardiocentesis was performed and 300ml of serosanguineous blood was drained. On (B)(6) 2025, the drained was removed. The patient was discharged on (B)(6) 2025 and is expected to fully recover.